Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation, the monitor was not producing a driven ground signal, which caused the reported alarms. The cause for the driven ground failure was isolated to a short between pins 3 and 5 of transistor q701 on the monitor c/a board. The root cause for the shorted transistor pins could not be positively identified. No adverse event resulted from the shorted q701 transistor. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving check electrode belt messages. The pt was issued a replacement monitor.